Event description:
It was reported that during an unknown procedure, the first and second clips deployed, then device started to fire clips in the open position. The scrub nurse stated it was as if the spring was forcing the clips out of the device. This continued to happen intermittently. The clip applier was used throughout the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.